Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Inspected the introducer needle for burrs, hooks and dull needle tip defects none were found; the introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported having trouble with the inserter releasing the sensor. It was also reported the electrode was dislocated to the top of the sensor window or sticking out near the o-rings. The customer's blood glucose was unknown. Troubleshooting found the catch arm was not bent. The customer was advised the sensor will be replaced. The sensor will be returned for analysis.